Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. The right atrial (ra) lead exhibited high thresholds and the implantable pulse generator (ipg) exhibited cardiac compass invalid data. The ra lead and ipg remains in use. No further patient complications have been reported as a result of this event.